Event description:
The advocate the customer tested her blood glucose and received a reading of 40 mg/dl using her elite meter. The customer's glucose was retested using another meter and that reading was around 400 mg/dl. The difference between the readings falls in "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.